Event description:
Information was provided from a foreign healthcare provider (hcp) via a company representative regarding a patient receiving unknown baclofen (2000 mcg/ml, 550.2 mcg/day) via implanted infusion pump. It was reported that error code 302 was encountered. According to the logs, error codes 529 and 303 were identified. No further information was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The clinician programmer synchromed application version being used at the time of the event was 2.0.1460. The codes 303 and 529 were first observed in the logs on 2024-may-22. Actions/interventions taken to resolve the error codes included the time settings having been changed in the pump. The time was corrected in the pump. The cause of the motor stall was not determined.

Manufacturer narrative:
Continuation of d10: product ID a810 lot# / serial# unknown version: 2.0.1460, product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.